Event description:
Meter was powering off during use. The medical affairs specialist mailed a letter since the pt could not be reached by telephone. The pt reported that the last test was performed in 2005. No results were specified. The pt described feeling out of it, dizzy, and experiencing seizures. Pt did not attempt to test while experiencing symptoms. Pt was tested on another device; however, pt could not recall the readings obtained or the name of the device. Pt was taken to the hosp, where pt was treated with insulin. Pt did not take any actions prior to being taken to the hosp that would affect blood glucose levels. The pt neither alleged harm nor experienced injury or medical intervention. The customer care rep (ccr) verified that the battery was correctly installed, the battery contacts were in good condition, and the battery was replaced less than 1 year ago. The ccr educated the pt on the automatic shut off. The issue was not resolved, as the meter powered off before the time was up. Based on the info supplied by the pt, there is an indication that the product malfuncioned and that the event meets the criteria for a medical device reportable. The meter, test strips, and control solution were replaced.